Event description:
Additional information was obtained. The customer reported issue occurred during an unspecified diagnostic procedure. The procedure was completed without delay using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer does not know the identity of the foreign material. It is unknown if there was a delay to the start of pre-cleaning. It is unknown if there were any issues with the accessories used for reprocessing. It is unknown if the customer presoaked the scope in detergent solution. It is unknown if the distal end was cleaned with a clean lint-free cloth, brush, or sponge. Upon further analysis of the foreign matter, the material was identified as silicic acid (derived from chemicals) and protein (derived from humans). The cause of the material remaining on the scope could not be specified. It is unknown if there were any deviations in reprocessing from the instructions for use (IFU) and there was no damage to the area where the foreign material was detected that would hinder reprocessing. The event can be prevented by handling the device in accordance with the following instructions for use (IFU): operation manual: section 4.2 insertion, air/water feeding, and suction reprocessing manual: chapter 3 cleaning, disinfection, and sterilization procedures, section 3.5 manual cleaning and cleaning the external surface chapter 5 storage and disposal. "When reprocessing, please make sure that stain has been removed, especially from the air and water nozzle openings and the objective lens surface. If the stain remains, please wash until all of the stain is removed. In addition, thoroughly rinse, drain and dry any remaining water in the pipes after cleaning, remove all accessories such as buttons and forceps plugs from the endoscope, except for the auxiliary water channel cap, and replace the auxiliary water channel cap with the auxiliary water inlet. Please check the environment in which you are handling the product, such as storing it with the product attached and with the lid open." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the incorrect reprocessing, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the suction cylinder was shaved; the control unit was discolored; the play of the upward/downward knob was out of the standard value due to wear of the angle wire; and the connecting tube was wrinkled. Lastly, there were scratches on the following parts: the scope cover, the suction connector, the protector of the universal cord on the control section side and the suction connector side, the universal cord, the grip, the switch box, the forceps elevator knob, the upward/downward knob, the right/left knob, the control unit, and the forceps elevator lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's lens were cloudy. There was no report of patient harm. The device was returned, evaluated, and it was found that the device was incorrectly reprocessed. There was a large amount of foreign matter adhered to the objective lens and around the lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.